Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported elevated blood glucose (bg) levels. The patient indicated that her normal/usual bg levels are in the "100's to 200's" mg/dl. Since (B)(6) 2012, the patient claimed that her bg's were in the "206 to 421" mg/dl range. She denied having symptoms of dka or ketones. However, she claimed that she had frequent urination, increased thirst, and fatigue. On the morning of (B)(6) 2012, the patient reportedly had a bg level of "409 mg/dl." Two hours later, her bg was at "421 mg/dl." The patient last site/set change was on (B)(6) 2012. On (B)(6) 2012, the patient moved her site from her abdomen to her arms. The patient admitted to having some hardness on her abdominal sites. Therefore, she decided to move to her arms. Based on the pump's prime history, the patient had changed out the site/set on (B)(6) 2012, at 3:32 pm but she did not perform the fill cannula step. Through troubleshooting, the anm representative involved in this contact noted that the pump's basal program was correct. The pump's history revealed that the pump was delivering the basal rate correctly. The tdd, basal rates, bolus history, and suspend and prime histories were found to be correct. The pump's settings were noted as being correct. The pump's date/time was also correct. She denied having issues with pain or illnesses. The patient also denied eating high fat/protein meals. The anm representative was unable to confirm if the patient's high bg's were solely related to site issues. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels with symptoms suggestive of severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history from the time of the event was unavailable due to continued use. The pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. No insulin delivery issues were found with the pump. Unrelated to the event the force sensor was found to be reading high force.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.